Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy.